Manufacturer narrative:
The investigation is ongoing.

Event description:
A patient who underwent tmvr in a previously implanted mitral ring with a 23mm sapien 3 ultra valve for approximately 1 year and 4 months has failed due to stenosis and regurgitation. The patient now presents with mitral regurgitation and an immobile leaflet. A new sapien 3 ultra valve 23mm valve was placed successfully. It was believed the thv failed early due to the non-circular nature of the ring and thus distorted the leaflet of the thv and restricted flow.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 ultra valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and reviewed; however, it was not relevant to the complaint event. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions were reviewed: commander delivery system. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events of central regurgitation, leaflet motion restricted, and stenosis were unable to be confirmed due to the unavailability of relevant medical records/ imagery. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "a patient underwent tmvr in a previously implanted mitral ring with a 23mm s3ur approximately 1 year and 4 months has failed due to stenosis and regurgitation". Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to the limited information provided, a conclusive root cause was unable to be determined at this time. As reported, "it was believed the thv failed early due to the non-circular nature of the ring and thus distorted the leaflet of the thv and restricted flow". In this case, the deployed valve within a non-circular pre-existing ring could effect on leaflets coaptation, leading to leaflet motion restricted, resulting in central regurgitation as reported. Furthermore, the patient experienced stenosis, which could also have suboptimal leaflets coaptation, resulting in leaflet motion restricted and central regurgitation as reported. Available information suggests that patient factors (non-circular pre-existing ring, stenosis) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.